Manufacturer narrative:
Investigation results: device technical analysis upon receipt at our post market quality assurance laboratory, the device was received with the stent partially deployed by approximately 12mm. The investigator deployed the stent without any issues. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the sheath of the device. A visual examination identified no issues or damage to the handle of the device. The safety lock was in place on the rack of the device. No other issues were identified during the product analysis. Device history record (DHR) review. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review. A review of the epic device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use.

Event description:
Reportable based on device analysis completed on 27jan2026. It was reported that the stent could not cross. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 14x60x75 epic self-expanding was selected for use. During the procedure, it was noted that the stent could not cross. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the stent partially deployed by approximately 12mm.

Manufacturer narrative:
Device evaluated by MFR: the epic device was returned for evaluation. The device was received with the stent partially deployed by approximately 12mm. The investigator deployed the stent without any issues. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the sheath of the device. A visual examination identified no issues or damage to the handle of the device. The safety lock was in place on the rack of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the stent could not cross. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 14x60x75 epic self-expanding was selected for use. During the procedure, it was noted that the stent could not cross. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the stent partially deployed by approximately 12mm.